Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-04-29. H6: investigation summary: 32 representative samples for batch 0174259 and 72 representative samples for batch 9242233 were received by our quality team for evaluation. The samples were subjected to visual inspection to check for damage on the eclipse hub and safety shield. No damage was observed on the eclipse hub and safety shield for all samples. The samples were also subjected to the eclipse safety shield inspection to check for hub hook breakage or safety shield fall off/ break off. No hub hook breakage or safety shield fall off / break off was observed. The samples were also subjected to manual activation to check for safety shield misalignment to cannula, and none was observed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that needle eclipse 25x1 rb sheath was misaligned and caused a needle stick injury after use. The following information was provided by the initial reporter: material no.: 305761 batch no.: 9242233. It was reported that post injection staff stuck their finger, due to the misalignment of the sheath. Per complaint details received: similar to the incident at our portland clinic, the sheath mis-aligned to the needle, resulting in the staff member being able to stick their finger post injection. They believe that the sheath did not align properly to the needle.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle eclipse 25x1 rb sheath was misaligned and caused a needle stick injury after use. The following information was provided by the initial reporter: material no.: 305761, batch no.: 9242233. It was reported that post injection staff stuck their finger, due to the misalignment of the sheath. Per complaint details received: similar to the incident at our (B)(6) clinic, the sheath mis-aligned to the needle, resulting in the staff member being able to stick their finger post injection. They believe that the sheath did not align properly to the needle.